Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was extremely high: her blood glucose at the time of call was 468 mg/dl. She stated that she was smelling insulin due to damaged infusion set tubing. Insulin was leaking approximately two inches from her insertion site. The patient experienced nausea and headache as a result of her hyperglycemia. She was treating via insulin pen injections. The customer was advised that her symptoms may be indicative of the possible onset of diabetic ketoacidosis. Troubleshooting was declined since the customer decided to contact her health care professional. No products were returned or replaced.